Event description:
The pt's meter was in the wrong unit of measure. The pt reportedly was feeling low (symptoms not described) with a result of 3.0 mmol/l that equates to 54 mg/dl. The doctor was contacted who told him to eat. The reporter indicated the unit of measure previously was set correctly (mg/dl) and denied that the unit of measure had recently been changed to mmol/l. Although the blood glucose result of 3.0 mmol or 54 mg does not meet the criteria of a serious injury, the complaint is a malfunction since the pt apparently did not change the unit of measure.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.